Event description:
No harm to patients. It was identified that IV pumps infusing at lower rates have a higher percentage error for infusing too quickly. As of now there are 10 events with this same product issue. Serial numbers [redacted].